Event description:
The customer reported obtaining high white blood cell (wbc) quality control results, which were out of specifications, on the 6c controls from the unicel dxh 800 coulter cellular analysis system. The customer stated that a high coefficient of variation (% cv) was also obtained on the d channel for the latron control. The customer indicated that the issue occurred on controls only. Patient samples were not cycled through the instrument at the time of the event and no erroneous patient results were generated. There was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer's biomedical engineer was able to resolve the high white blood cell (wbc) issue on the 6c controls by bleaching the baths. The biomedical engineer was also able to resolve the latron control issues by flushing the flowcell. However, the customer's biomedical engineer discovered that the instrument generated incomplete results for the hemoglobin (hgb) parameter on 6c controls upon completion of service. The biomedical engineer was unable to adjust the hgb voltage and requested for service from beckman coulter. A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a faulty hgb chamber. The fse proceeded to replace the hgb chamber to resolve the incomplete hgb results issue. (B)(4).